Event description:
Per the surgeon, the patient's parents stated that they had difficulty removing the sound processor from the abutment, then pulled the fixture and abutment out along with the sound processor. The surgeon treated the wound. Since the patient is bilaterally implanted, reimplantation is not planned. The fixture/abutment and sound processor will be returned to the manufacture for evaluation.

Manufacturer narrative:
.